Event description:
It was reported that the insulin pump has a keypad issue. Customer stated that the blood glucose readings have been high. Customer's blood glucose reading is 415 mg/dl. Customer treated with insulin pump, which is not going well. Advised customer that the insulin pump will need to be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. The insulin pump was received with intermittent button response due to moisture damage to keypad trace. Numbers do not ramp up on their own or scroll bar moving without input.